Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, inratio: 2.3, lab: 9.01. Per text "patient given vitamin k and released from hospital."

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.3, lab: 9.01, mean: 5.655, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Per text "patient given vitamin k and released from hospital." This is adverse event case. Products will be tested when returned. Per text "patient has since been stable with normal inr readings."